Event description:
It was reported that the patient had a revision procedure due to unspecified reasons with a male sling. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted. Additional information was reported that the reason for the procedure was due to recurring incontinence, and the patient was fine following the procedure.